Manufacturer narrative:
7/3/97-supplemental report #1 submitted to FDA. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
The device was used during a laparoscopic tubal ligation procedure, bleeding was noted intra-operatively and a laceration of the small bowel was noted. A reoperation was performed two days later at another facility and the lacerations were required. The surgeon has blamed the needle.